Event description:
The customer reported that they received an erroneous result for one patient sample tested for alpha 1-fetoprotein (afp). It was asked, but the date of the event is not known. It was also asked, but it is not known if an erroneous result was reported outside of the laboratory. The customer noted that the sample was checked for issues and no problems were found. The sample initially resulted as 151.7 ng/ml and this value was considered to be erroneously high. The sample was repeated and resulted as 7.2 ng/ml. The sample was also repeated a second time, resulting as 8.4 ng/ml. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The afp reagent lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. A pre-analytical sample handling issue is considered as most likely root cause. No further issues were reported. A general issue with the analyzer can be excluded.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).